Manufacturer narrative:
(B)(4). Evaluation summary: the instrument was received with a loose mount. A loose mount can be the result of a torn acoustic isolator or when there is a loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The handpiece was tested on the generator and was functional. It no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The error code 3 may have been caused by the moisture ingress.

Event description:
It was reported that during a lap sigma procedure, before the device was used on the patient, an error code 3 was received. Another device was used to complete the procedure. There were no adverse consequences to the patient.